Manufacturer narrative:
After further review, it was determined that the initial emdr for this complaint was submitted in error. The complaint was created due to the use of a non-getinge safety disk, which was installed based on user preference. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow-up emdr is necessary. Please cancel this entry in your database.

Event description:
N/a - not reportable.

Manufacturer narrative:
Due to character restrictions in block e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) safety disc was replaced outside of getinge fse . There was no patient involved.